Event description:
A damaged area on the driveline was noted and covered with rescue tape. There are no alarms displayed in the log files and the damage is cosmetic only a repair is not warranted at this time.